Event description:
It was reported the system would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated and the battery and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.